Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a liver resection, the tissue pads fell off, but not into patient. Another device was used to complete the case. There was no adverse consequence to the patient.